Event description:
A facility crew arrived on the scene of a person described as in cardiac arrest. The device was connected to the pt in an attempt to analyze the pt's rhythm. Reportedly, the device continuously prompted connect electrodes. An als crew arrived on scene directly behind them and took over pt care. However, the reporter indicated pt outcome was not affected due to the timely use of the als defibrillator.